Event description:
It was reported that the patients incisions were not healing well following the implant procedure. The physician believed that the patient had a reaction to the suture that was used. The patient underwent an explant procedure. All device components were removed and not returned.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7082255. Product family: scs-linear leads: upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5001176.